Event description:
Report received from the USA stating the device "made a loud noise" during a lumbar evaluation case. A different drill system was brought in to complete the surgery. No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).